Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.0 and 3.2. Pt self tester called in to report imprecise results rendered on the same meter/lot. Each test was on a new finger stick/different finger; pt self tester stated that she knew she used improper technique on the 1.0 result and thus trusted her re-test result, however needed technical svc to let the distributor know the second result is believed to be accurate. Caller stated that on the first test she waited >20 seconds to apply blood and applied multiple drops. Technical svc rep went over technique for testing especially the importance of applying only one drop within 15 seconds of pricking finger.

Manufacturer narrative:
Investigation pending.